Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was stuck in a cartridge. The lens was destroyed by pressure, therefore, a backup lens was used to complete the procedure. Additional information was requested.